Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion extension set had flow issues and wouldn't infuse pembro during the last part of the infusion. The following information was provided by the initial reporter: "1 clinician reported a change in IV bags to fresinus kabi IV bags which are stiffer. It was noted in the past that clinicians were spiking through the side of leucovorin IV bags, which was one of the reasons for changing to a different IV bag. They also state pembro is in a stiffer IV bag and the last part of the infusion ¿won¿t infuse¿. No further information available. No products available for return. No patient harm."

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. It was reported by the customer that there was issues with the infusion, it "won't infuse". The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ infusion extension set had flow issues and wouldn't infuse pembro during the last part of the infusion. The following information was provided by the initial reporter: "1 clinician reported a change in IV bags to fresinus kabi IV bags which are stiffer. It was noted in the past that clinicians were spiking through the side of leucovorin IV bags, which was one of the reasons for changing to a different IV bag. They also state pembro is in a stiffer IV bag and the last part of the infusion ¿won¿t infuse¿. No further information available. No products available for return. No patient harm.".